Manufacturer narrative:
(B)(4). Investigation: the customer stated that their current practice is to remove the needle from the donor's arm, line up the wings on the butterfly needle with the safety device, and then slide the device up over the needle. The customer stated that this procedure is used so they can be sure that the needle has locked into place properly. The device history records were reviewed with no relevant issues found. Root cause: based upon the customer's description of their process, the procedure for the use of the anti-needle stick protection is different than the trima operator's manual for the use of the anti-needle stick protection. Conclusion: the design of the anti-needle stick protection requires the use of the recommended procedure to ensure that the operator's hands do not come into contact with the needle. The needle may be askew as it is being retracted, but the needle will lock into place if the complete procedure is followed. Use of the device outside of this procedure has not been validated by caridianbct and may lead to injury.

Event description:
The customer reported a needle stick injury that occurred with one of their apheresis operators. The operator had removed the needle from the donor's arm, slid the antineedlestick device over the needle and was removing the needle from the disposable set to discard it when she incurred the needle stick. The customer stated that the area of the injury was cleaned thoroughly and they followed their blood-borne pathogen exposure policy. The employee will be going through follow-up testing and counseling. The customer was not willing to provide age or weight information. The disposable set is not available for investigation.